Event description:
It was reported that a 6f celt device which was deployed in the common femoral artery to close the puncture site after a peripheral vascular intervention. Dr reported that the procedure was performed under ultrasound and the deployment of the distal wings and the proximal wings went as planned. However, when dr attempted to depress the lever to release the delivery system from the implant, he was unable to do so due to the failure of the ejection lever. With the implant still attached to the delivery system, he proceeded to cut down on the implant and remove it from the femoral artery. The puncture site revealed only mild oozing and he, therefore, closed the skin with a combination of sutures and topical derma bond glue. Dr regarded the incident as non-serious since the implant was easily removed and the patient recovered and was discharged without further incident.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the lot record was conducted with no relevant findings. This report is follow-up #1 report being submitted by vasorum, a further follow-up report will be submitted after investigation is completed . All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the lot record was conducted with no relevant findings. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that a 6f celt device which was deployed in the common femoral artery to close the puncture site after a peripheral vascular intervention. Dr reported that the procedure was performed under ultrasound and the deployment of the distal wings and the proximal wings went as planned. However, when dr attempted to depress the lever to release the delivery system from the implant, he was unable to do so due to the failure of the ejection lever. With the implant still attached to the delivery system, he proceeded to cut down on the implant and remove it from the femoral artery. The puncture site revealed only mild oozing and he, therefore, closed the skin with a combination of sutures and topical derma bond glue. Dr regarded the incident as non-serious since the implant was easily removed and the patient recovered and was discharged without further incident.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the lot record was conducted with no relevant findings. This report is the initial report being submitted by vasorum, a follow-up report will be submitted after testing and evaluation of returned device . All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that the closure of procedure was done with longitudinal ultrasound steps #1 and 2 went as planned. Dr engaged #3 and device did not release. Dr tried various turns and re-did steps thinking it would trigger a release - it did not and dr refused to pull it out fearing it would cause vessel tear. Dr did a cut down and was able to free the device, followed by sutures and dermabond. The implant was removed while still attached to the delivery system.